Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha the customer had a no delivery alarm during bolus. The customer's blood glucose level was 414 mg/dl. The customer had high blood glucose due to no deliveries. The customer resolved the alarm by a complete set change. Th patient would like to return the set for analysis but she don't want to return reservoir for analysis. The customer is returning the product based on her request. The patient was advised that we are sending replacement sets.